Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20061923.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts due to lead migration that was confirmed via x-ray. The patient underwent an explant procedure.